Event description:
It was reported that during a laparoscopic lobectomy procedure, the 1st device could not be fired when it was used on the right lower lobe at the 1st firing. The 1st device was released with the manual knife reverse switch, and then the 2nd device loading a green cartridge was fired on the same site. However, the firing force was much higher than expected at the 2nd stroke though the 1st stroke had no problem. When the trigger was forcibly grasped, the firing stopped on the way and the 2nd device could not be removed though the manual knife reverse switch was used. As the device could not be removed though the surgeon tried things out to release the device, the operation was converted to open (3cm small incision was changed to 20cm) and the device was removed by cutting with an electrical scalpel with the target tumor. The cartridges were green. Reinforcement material was not used. The patient¿s primary disease was lung cancer complicated interstitial lung disease, so the target tissue suspected to be stiff. Also, there was a difficulty in closing the device. There was no unexpected noise and there was no possibility that the device clamped something hard such as clips or staple lines. Although bleeding occurred, the amount was a little and blood transfusion was not required. As of now, the patient¿s condition is stable.

Manufacturer narrative:
(B)(4). Results: premature sled movement and buckled knife. Two device were returned. Device (a) was returned with the anvil closed the firing mechanism jammed and with an cartridge loaded on the device. The reload was noted to be partially fired. Additionally, the knife was noted to be partially advanced. No functional test could be performed due to the condition of the device. Furthermore, the anvil was noted to be damaged on the slot area. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. The damaged noted on the knife is consistent with the device being clamped over an excess of tissue, causing the anvil to bend and for the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife will bucked, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Device (b) was received for analysis with no visual non-conformances and with two cartridges present. The cartridge reloads were received partially fired. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reloads were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. Based on the photographic evidence believe the complication was the result of attempting to fire through extremely thick/dense tissue. The result being the anvil was not capable of retaining form when placed under the extreme forces generated by the devices three point gap control. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Based on the photographic evidence it is believed the complication was the result of attempting to fire through extremely thick/dense tissue. The result being the anvil was not capable of retaining form when placed under the extreme forces generated by the sc45a devices three point gap control.